Event description:
The patients' right hip was revised because the patient fell approx. 2 months ago and was experiencing pain. An x-ray confirmed fractured pelvis and the cup was knocked loose. The pelvis healed on it's own so no plating was required. The cup, head and liner were revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.